Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 46 mg/dl was recorded by continuous glucose monitor (cgm) at 8:22:25 am on (B)(6) 2019. Blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) at 12:37:55 pm on (B)(6) 2019. Blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 3:07:15 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 17.46 units was observed on (B)(6) 2019. A 0% temporary rate for 90 min was observed on (B)(6) 2019. A 0% temporary rate for 120 min was observed on (B)(6) 2019. User made bolus requests while still having insulin on board (iob). User made bolus requests without entering current bg. User made a bolus request prior to the continuous glucose monitor going into a debug state, where it experienced a temporary sensor failure ¿---". If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having iob could lead to a low bg event. Making bolus requests without entering current bg could lead to a low bg event. Allowing the cgm sensor session to be in a ¿---" state prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) between 40-45 mg/dl; cause was unknown. Juice and food were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.